Event description:
The reported description notes that when the user acknowledges the alarm, there is no reminder alarm should the alarm condition remain. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that when the user acknowledges the alarm, there is no reminder alarm should the alarm condition remain. No pt harm was reported. Add'l investigation by the local field service engineer (fse) revealed that the device configuration was changed when a third party did preventative maintenance, changing the configuration back to this user's preference resolved the problem. Configuration of reminder alarms is adequately described in the device labeling (IFU). No further investigation or action is warranted.